Event description:
ICU pesonnel responded to a person, condition unk. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device would not transfer energy to the pt. The basis for this opinion was not reported. A back-up device ( 3015876-1999-00546) in ICU was called for and used with the same electrodes, but, according to the reporter, also would not transfer energy to the pt. Another back-up device from the cath lab was called for and used with standard paddles. The pt was resuscitated.